Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3730 performance issue is not a likely contributor to the event and vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Furthermore, the higher than expected result was generated on an expired calibration and therefore, this cannot be completely ruled out as a potential cause. Continual tracking and trending of complaints has not identified any signals that would point to potential systemic issues with vitros tropies, lot 3730.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a sample from a single patient using vitros immunodiagnostic products troponin I es reagent (tropi es) on a vitros 5600 integrated system. Patient sample 1 result of 0.287 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, a corrected report was later issued for the affected sample. No treatment was initiated, altered or stopped based on the reported tropi es result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).